Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To address the issue the fse replaced the executive processor board and the front end board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient setup the cardiosave intra-aortic balloon pump (iabp) was connected to the patient and few seconds later a fault notification appeared on the screen " fiber optic sensor module failure". There was no harm or injury to patient and no adverse event was reported.